Manufacturer narrative:
(B)(4). Corrected information: no sample was returned by the customer for evaluation. Additional information: the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter us, an empty intravia container, in which a filament was detected in the bag on an unknown date. Reporter stated that the bags are used for "electrolyte pool on a cvn compounder." No patient involvement, injury or adverse event is reported. No sample is reported to be available as of this report. No additional information is available.